Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in an ent procedure, the saline pump handle on the werewolf controller broke off the controller itself. The procedure was completed with a delay greater than 30 mins and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 3006524618-2022-00057. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.